Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. Update to d9 and h3. The 26 commander delivery system (ds) was returned for examination and the reported event from the customer was confirmed by a visual inspection. Visual examination found that the balloon had a longitudinal burst of the entire length of the inflation balloon with no missing balloon material. A dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A procedural video was obtained from the site and reviewed: the balloon burst when it was fully inflated, and the valve was successfully implanted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device and provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why the deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the event description, "the degree of annular calcifications was moderate". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra transcatheter heart valve, during deployment of the valve, the commander delivery system balloon burst when the balloon was fully inflated. The valve was successfully deployed. There were no withdrawal difficulties. The patient was good post-procedure. The patient demographics are unknown at this time.